Event description:
It was reported to philips that hostpc unable to communicate with velara x-ray generator on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System checks passed, likely hvac issue in generator room. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).